Event description:
Information was later received that this device was explanted and replaced with a competitor product. No adverse patient effects were reported.

Event description:
Boston scientific received information that this device noted varying remaining longevities. It was stated this device did not last as long as it should have. Threshold measurements were higher, but outputs have been at 35 with no prolonged auto caputre high outputs. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device explant date did not match the date of the last "thest", therefore, the information was insufficient to determine the battery status at explant. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared ert/eo earlier than previously estimated.